Manufacturer narrative:
Of the 24 allegations of a malfunction, 16 pumps were returned to animas and investigated. Of the investigated pumps, 15 were found to be malfunctioning due to moisture within the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 24 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-83 years of age and between 38 and 255 pounds. Of the reported patients, 8 were male, and 16 were female.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 13 instances of battery life with moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.